Event description:
It was reported that, "the surgeon said that there was a little pain with some instability."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.